Manufacturer narrative:
(B)(4). The analysis results found that ec60 device was returned inside its package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, these conditions are due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the nurse found that the device fell apart when opening the outer package. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.